Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump display had been blank. The patient's blood glucose was in the 80 mg/dl range. The customer stated that her battery cap had a black spot on the contacts. She mentioned that she had received replacement battery caps in the past and the new battery caps have resolved the issue. However, the blank display issue did not appear to be resolved during troubleshooting. The insulin pump was not returned for analysis at this time.